Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction for alert 61 was confirmed via failure investigation. User complaint of device malfunction for alert 57 was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed malfunction codes 57 (software runtime error) and 61 (external flash write error) throughout the day, persisted after full charging and multiple restarts, and became hot during charging; the customer transitioned to backup therapy and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and continued therapy on backup without reported injury. Investigation included customer service troubleshooting, as well as receipt and inspection of the returned device. Failure investigation was unable to replicate the reported issue (57: software runtime error), and no fault was found related to that specific error. However, inspection revealed a device malfunction associated with the pump¿s internal memory function, which triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.